Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. The customer changed the cartridge and was able to successfully fit it. The customer's blood glucose level was not impacted.